Event description:
It was reported while using combi-brush rovers (500 each) there was a swab tip/shaft break for one brush during a pap smear on one patient. No adverse impact was reported regarding the patient or the user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using combi-brush rovers (500 each) there was a swab tip/shaft break for one brush during a pap smear on one patient. No adverse impact was reported regarding the patient or the user.

Manufacturer narrative:
Investigation summary: the customer complaint is for one brush becoming dislodged from the handle of item number 491462 lot 41403. Material 491462 is purchased from an approved supplier and shipped to a bd facility in baltimore, md where it is dispositioned by qc prior to customer distribution. A review for quality notifications (i.e., inspection failures) for 491462 lot 41403 identified no issues. A retain analysis could not be conducted because retain samples of this product are not kept by bd. No sample was returned, and no pictures were provided. Therefore, no return analysis could be performed. The complaint is not confirmed. A twelve-month complaint review was performed and identified prior complaints for the brush becoming dislodged from the handle. Complaints are trended at the mebane, nc facility and trigger levels have not been met. Therefore, no CAPA initiation determination (cid) or corrective or preventative action (CAPA) has been initiated for the issue. Bd quality will continue to monitor and trend events related to this issue to determine if corrective actions are required.